Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended. The device remains implanted.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes was observed on a remote transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Previous programming recommendation had not been given. Another programming changes were discussed and the changes were made during a device check. The patient was stable.